Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos (real time operating system) cpu assembly and backplane were evaluated and ordered for replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.